Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Manufacturer report number 9610711-2023-00056 indicated three balloons experienced this issue; this report is being submitted to capture the 3rd occurrence.

Event description:
According to available information, this device required replacement due to a balloon burst. The balloon did not have an issue with the inflation test. Just after inflation of the balloon in the body, the balloon burst. Three devices were used and the fourth device was able to be placed. No other adverse patient effects were reported.